Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that the unit stopped ventilating the patient during the middle of a case and that the flow sensor had lost calibration.

Event description:
Please refer to initial MFR. Report #9611500-2018-00318.

Manufacturer narrative:
The device was tested on-site by a draeger service technician who was not able to duplicate the reported issue. The device passed all tests and calibration of the flow sensor was always possible. There was no indication found in the logs that the device stopped ventilation on the date of event. The workstation was run for a certain time and did not exhibit any new malfunctions. Finally, a reliable conclusion in regard to the potential root cause for the reported observations can't be drawn. A reasonable explanation would be the following: calibrating the flow sensor is part of the daily device check as well as of the pre-use check. The fabius will alarm "flow sensor cal due !" If more than 18 hours passed since last flow sensor calibration. In this particular case the users weren't sure about the point in time when the last calibration cycle was performed. This however can't be put in causal connection to a potential ventilator malfunction; flow measurement is not used for control purposes in ventilation. The device is back in use; no further issues were reported since then.

Event description:
Please refer to initial MFR. Report #9611500-2018-00318.

Manufacturer narrative:
The device was tested on-site by a draeger service technician who was not able to duplicate the reported issue. The device passed all tests and calibration of the flow sensor was always possible. There was no indication found in the logs that the device stopped ventilation on the date of event. The workstation was run for a certain time and did not exhibit any new malfunctions. Finally, a reliable conclusion in regard to the potential root cause for the reported observations can't be drawn. A reasonable explanation would be the following: calibrating the flow sensor is part of the daily device check as well as of the pre-use check. The fabius will alarm "flow sensor cal due !" If more than 18 hours passed since last flow sensor calibration. In this particular case the users weren't sure about the point in time when the last calibration cycle was performed. This however can't be put in causal connection to a potential ventilator malfunction; flow measurement is not used for control purposes in ventilation. The device is back in use; no further issues were reported since then.